Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a diagnostic anomaly was noted on the device. Abbott technical support alleged the event was due to not clearing the diagnostics completely. The device diagnostics were cleared to resolve the event and the patient was in stable condition.